Event description:
The surgeon reported via the sales rep that the pt who underwent a total knee replacement in 2006, presented with a swollen knee. The surgeon further reported that results of an arthroscopy and tissue samples show there is no evidence of infection but suggest that the synovial reaction is due to prosthesis wear debris. It is further reported that the synovial sample shows both plastic and metal fragments present. Further information has been requested.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.